Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify charge/battery lasts less than expected, perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was corrosion in battery compartment. The customer stated that there was possible battery leak and battery life was shorter than expected. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.